Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose (bg) level was 352 mg/dl with small ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.